Event description:
Post market surveillance review of literature found a report of two depuy synthes spine x-mesh cages and post-operative subsidence. Article title: ¿radiological outcomes of static vs expandable titanium cages after corpectomy: a retrospective cohort analysis of subsidence¿ publication date: apr 2013. N=2: cage subsidence. The following mfg. Medwatch reports are being filed for the two x-mesh cages that are reported to have subsided: 1526439-2014-12230, 1526439-2014-12231.

Manufacturer narrative:
This complaint was generated from literature review conducted in post market surveillance (pms) for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.